Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital.

Event description:
Authorized distributor in (B)(6) reports that the device has indicated an internal fault, with error codes #18 and #39 on the display. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported fault (s) may intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the information provided at this time, including limited patient information, the event is considered reportable per 21 cfr part 803.3.